Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm from her insulin pump. The customer's blood glucose level was 270 mg/dl. The customer stated that she had tried different cannula length. The patient stated that her insulin is not expired or denatured. The customer was advised that the recurring no delivery alarm may be due to site, set or reservoir issues. The customer was advised to monitor the pump and call back if the problems persist. The customer will be sent replacement reservoir sets.